Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿lead-generator incompatibility with complete heart block¿double whammy: device troubleshooting." Heart rhythm society. 2020. 6:605¿609. Doi: https://doi.org/10.1016/j.hrcr.2020.06.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead-generator incompatibility with complete heart block. The article reports one patient implanted with right atrial (ra) and right ventricular (rv) leads which exhibited erratic high impedance alerts with polarity switches. This resulted in pectoral myopotential oversensing with inappropriate mode switch in the ra channeland intermittent pacing inhibition in the rv channel. The leads were reprogrammed, and the status/ disposition of the leads appear to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.